Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet could not be advanced through the lumen of the right atrial (ra) lead. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. A fresh 14-45 gray stylet was fully inserted in the lead without resistance. If information is provided in the future, a supplemental report will be issued.